Manufacturer narrative:
The service personnel inspected the ventilator and replaced the breath delivery xena ii printed circuit board (bd xena ii pcb). The bd xena ii pcb was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) generating a vent inop condition. The fault was isolated to the microprocessor, reference designator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 840 ventilator had generated a device alert indicating loss of bd (breath delivery) communications. The ventilator was not in use on a patient at the time of the reported event.